Manufacturer narrative:
The field service engineer checked the system and adjusted probes. The photomultiplier tube high voltage was adjusted since it was low. The software was deleted and re-installed. The customer compared results of some patient samples with results measured on the e 601 analyzer and the results were not comparable. No details were provided on this data. Performance testing was run and was not successful, so the pinch valves were changed. The photomultiplier tube adjustment and blank cell calibration were performed again. Performance testing was run again. Sample comparison studies were performed and results were acceptable. Performance testing run on (B)(6) 2021 were fine. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys vitamin d assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The samples were repeated in a second laboratory on a cobas 6000 e 601 module and these values were believed to be correct. The first sample initially resulted in a vitamin d value of 61.64 ng/ml, which repeated as 34.1 ng/ml. The second sample initially resulted in a vitamin d value of 37.83 ng/ml, which repeated as 22.5 ng/ml. The third sample initially resulted in a vitamin d value of 6.45 ng/ml, which repeated as 13.2 ng/ml. The vitamin d reagent lot number was 52905500, with an expiration date of 28-feb-2022.